Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. There were sharp/lifted rings. There are visible defects on the shaft of the catheter and they were not able to advance the introducer along the shaft of the catheter. The catheter was replaced, and the procedure was continued. The damage did not result in wires being exposed. The damage resulted in lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter. The catheter was a d curve stsf and the sheath used was a stryker agilis 8.5 f. No adverse patient consequence was reported. The electrode damaged without foreign material ¿ sharp/rough edges was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review, it was noted that the product was received on 22-sep-2022; however, it was not noted until 17-oct-2022. Therefore, the suspected medical device section was updated on this report.

Manufacturer narrative:
The device evaluation was completed on 04-nov-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. There were sharp/lifted rings. There are visible defects on the shaft of the catheter and they were not able to advance the introducer along the shaft of the catheter. The catheter was replaced, and the procedure was continued. The damage did not result in wires being exposed. The damage resulted in lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter. The catheter was a d curve stsf and the sheath used was a stryker agilis 8.5 f. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A dimensional test was performed, and the outer diameters of the device were found within specifications. In the pictures provided by the customer, the introducer of the catheter was observed damage. No other damages or anomalies were observed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device 30823021l number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)